Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery with calcification. Pre-dilatation was performed and the 3.5 x 12 mm promus stent delivery system (sds) was advanced; however, resistance was met with the vessel and the sds did not cross the lesion. During removal, resistance was noted with the vessel again, and the stent dislodged. The stent was retrieved with a snare device. The target lesion was treated with a new promus stent, with a good outcome. No additional information was provided.

Event description:
Force was applied to the stent delivery system during advancement.

Event description:
Subsequent to the initial medwatch report filing, additional information reported that the target vessel was the proximal left anterior descending artery, and the resistance during advancement was with the guiding catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It should be noted that the promus everolimus eluting coronary stent system instructions for use (IFU) states: resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. In this case, it is possible that the reported IFU deviation contributed to the complaint.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.